Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and reagent and did not generate an error message.no death or serious injury was associated with this incident.the report corresponds to ortho clinical diagnostics inc (B)(4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument and found the collet #2 sleeve stuck in the up position causing tip to slide during aspiration. The fse cleaned collet and sleeve. Fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.